Manufacturer narrative:
The pump was received with critical pump error and error was present in long trace file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, corrosion in battery tube, corrosion on all electronic assemblies and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issued with their insulin pump. It was reported that the pump had fallen in water. No further information provided.